Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is contraindicated in patients who have a condition that threatens to infect the graft. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patient etiologies including patients with active systemic infections. According to the conformable gore® tag® thoracic endoprosthesis IFU, potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak, endoprosthesis material failure, aortoesophageal fistula, and reoperation.

Event description:
The following information was reported to gore: on (B)(6) 2019 the patient underwent intervention using a conformable gore® tag® thoracic endoprosthesis (ctag) for suspected impending rupture of an infectious thoracic aortic aneurysm. During the initial procedure, an endoleak near the proximal end of the device was observed. The endoleak was monitored. On (B)(6) 2019 the computer tomography (CT) scan image revealed an endoleak near the distal end of the device. It was reported that the postoperative course was stable, and infection was suppressed. On (B)(6) 2020 the patient presented with hematemesis. The CT scan image revealed that the location of the distal endoleak had changed. In addition, an aortoesophageal fistula was confirmed by the gastroscope. The physician stated that, regarding the location change of the endoleak, it was suspected that the endoleak at the distal end of the device had disappeared because the distal endoleak site became a fistula. 4d CT scan imaging also reportedly revealed a suspected type iii endoleak (graft damage). On (B)(6) 2020 the device was relined using a gore® tag® conformable thoracic stent graft with active control system. The device was placed just below the patient's left subclavian artery to extend the ctag device. The endoleak was resolved. No aneurysm enlargement was reported in relation to the endoleak. The physician noted that the type iii endoleak (graft damage) was suspected based on the 4d CT scan image findings, angiography imaging from (B)(6) 2020, and the fact that the endoleak disappeared after additional device deployment. The field sales associate (fsa) stated that chronological review of the CT images suggested that the endoleak remained in both the proximal and distal areas after deployment of the ctag a/c device. The fsa noted that, since there was a depiction of the patient's intercostal artery, a type ii endoleak was also suspected. It was reported by the fsa that, from the point of view that the additional device was deployed, there was suspected possibility of a proximal type I endoleak also. However, as far as the 4d CT scan image, it was suspected that there was a type iiib endoleak due to apparent blood flow direction from the device to the aneurysm sac. There was no reported suspected cause for a type iiib endoleak. The patient tolerated the intervention.